Event description:
It was observed during the device inspection that the colono videoscope exhibited burned plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be identified. The event can be detected and prevented by following the sections of instructions for use below: detection method is described in ¿inspection of the endoscope,¿ preventive measures are described in ¿using endo therapy accessories.¿ olympus will continue to monitor field performance for this device.